Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the reported issue was confirmed and was likely caused due to a faulty printed circuit board, however, the root cause was not identified. As a result of checking the instruction manual and the labeling of the product, there was no abnormality that would lead to the phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflator screen blacked out when the pressure increased. The issue occurred during preparation for a laparoscopic procedure. There were no reports of patient harm.